Manufacturer narrative:
Updated fields: d1, d2a, d3, d4, d9, g3, g6, h2, h3, h4, h11. The certas valve (ID 28813pl) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A customer reported that her husband had a certas valve (ID unknown) implanted on (B)(6) 2025 with setting 5. Shortly after the surgery, it had somehow reset itself to level 2, without any exposure to MRI or authorized reprogramming. This unexpected change led to over drainage of cerebral spinal fluid, the development of a hygroma, and cognitive and behavioral collapse in the patient. He became paranoid, aggressive, and unrecognizable a complete departure from his usual calm and kind demeanor. Some settings details since 2/17/2025 are: 5-3-8-7--3-8-7-6--5-current. All since 2/17 - regardless of manually being changed or changing "on their own" as they did in the beginning." The valve remains implanted and stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.